Event description:
Caller states, pt tested 1.5 inr on the coaguchek system while a comparison lab returned as 2.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.